Event description:
The customer reported fraction of inspired oxygen is out of range at 35 percent during use on a patient on the avea ventilator. The customer reported the device was taken off and another ventilator was placed on the patient. The customer confirmed there was no patient harm associated with the reported event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.